Event description:
Event description cpi received information that this implantable cardioverter defibrillator first exhibited oversensing approximately 2 months ago. At that time the physician elected to increase the brady pacing rate; however, the patient again presented to the clinic with ICD oversensing. The physician performed an invasive procedure to evaluate the system and had planned to remove the rate sensing portion the the transvenous defibrillation lead from service; however, because of the patient's anatomy the physician has elected to extract the lead.